Manufacturer narrative:
It was reported that a patient on a cardiohelp required some trips to CT, was hand cranked (suspected triggering of zero-flow mode) and the cardiohelp as well as the hls set were exchanged. The patient was placed on ECMO on (B)(6) 2022 and stayed on this console until (B)(6) 2022. The customer pulled the run information of the cardiohelp and noticed that it was not recording any information for a couple of hours. The recording seems to stop after the unit was unplugged from the electrical outlet. Afterwards the information was received on (B)(6) 2023 that the cardiohelp was exchanged during treatment as the hospital staff did not mentioned that the zero flow mode was activated and interpreted this as an error from the cardiohelp device. Later they recognized that the zero flow mode was activated and the cardiohelp had no error. The hls set was exchanged as the delta pressure increased and the flow to the patient decreased. An hour prior to the circuit changeout, an infusion cannula was added due to a disintegrating femoral infusion graft. The circuit was clamped out briefly during the infusion site switchover and no heparin was given as the patient was massively exsanguinating. The hls set is not available for investigation. The patient expired. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: the affected hls set will be investigated under complaint# (B)(4) (mfg report number 8010762-2022-00521).

Event description:
Complaint ID# (B)(4).

Event description:
It was reported that a patient on a cardiohelp required some trips to CT, was hand cranked (suspected triggering of zero-flow mode) and the cardiohelp as well as the hls set were exchanged. The patient was placed on ECMO on (B)(6) 2022 and stayed on this console until (B)(6) 2022 (date of event). The customer pulled the run information of the cardiohelp and noticed that it was not recording any information for a couple of hours. The recording seems to stop after the unit was unplugged from the electrical outlet. No harm to any person has been reported. Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that a patient on a cardiohelp required some trips to CT, was hand cranked (suspected triggering of zero-flow mode) and the cardiohelp as well as the hls set were exchanged. The patient was placed on ECMO on (B)(6) 2022 and stayed on this device until (B)(6) 2022. The patient was placed on the device due to a cardiogenic shock with extensive myocardial infarction and to place 4 stents during operation. The customer pulled the run information of the cardiohelp and noticed that it was not recording any information for a couple of hours. The recording seems to stop after the unit was unplugged from the electrical outlet. Afterwards the information was received on (B)(6) 2023, that the customer did not mentioned that the zero flow mode was activated and therefore the customer interpreted this as an error from the cardiohelp device. Later they recognized that the zero flow mode was activated and the cardiohelp had no error. The delta pressure increased and the flow to the patient decreased. No heparin was given as the patient was massively exsanguinating. The patient expired. The affected hls set is not available for investigation as it was discarded by the customer (complaint# 742415, MFR report number 8010762-2022-00521). A getinge field service technician (fst) was sent for investigation and repair on 2023-03-16 of the cardiohelp device. A pc-aided functional test was performed which passed. Patient data was downloaded. No failure could be found and no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles of the date of event were not provided. A medical review was performed by getinge medical affairs on 2023-03-20 with following conclusion: based on the customer information the root cause of the event strongly suggests a zero-flow state occurred during treatment as a result of backflow during treatment. An use error occurred when the zero flow state high priority alarm was not visualized and responded to correctly. As opposed to deactivating the zero flow mode and subsequently increasing the pump motor speed to achieve a positive flow state, hand cranking was initiated. The user error was confirmed by the customer. The patients clinical presentation was generally associated with significant morbidity and mortality. The failure of the data recording function is not associated with essential performance and therefore not associated with the patient outcome. Based on the review there was no malfunction or mal-performance of the cardiohelp console or the hls module. An internal debriefing of the medical staff occurred on site. Remedial training on awareness of this event and the mechanism was completed. The review of the non-conformities has been performed on (B)(6) 2023. For the period of (B)(6) 2020.to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-09-01. Based on the results the reported failure "zero flow mode" could be confirmed, but was not device related. The reported failure "no data recording" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.